Manufacturer narrative:
The insulin pump was received with normal operating currents but alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a broken belt clip slot.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 367 mg/dl. The customer was advised to perform a 5 unit fixed prime and stated that insulin did exit. The customer noticed a crack at the reservoir compartment after the insulin pump fell on the ground. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.